Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found error codes in the memory log relevant to the malfunction. The cse replaced the o2 sensor. The cse performed extended self-testing on the device and all tests passed. Previously, conflicting info may have been provided to puritan bennet 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA. (B)(4).

Event description:
A report was received from the USA with info stating that an 840 ventilator was giving inaccurate oxygen readings. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.